Manufacturer narrative:
Updated fields: d9, h2. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The subject device will not be sent back to olympus for further evaluation and repair. The fse reported that upon removal of the layer of fluid-like appearance covering one of the light guides, the lens glass was observed to be less crystalline, however, a root cause could not be identified. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the bronchovideoscope, a black stain was found on the distal tip which formed a fluid-like appearance covering one of the light guides lenses. There was no patient involvement.